Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure for a st elevation, in an unspecified coronary artery a balance middleweight (bmw) universal ii guide wire was advanced. Resistance was felt when the guide wire was crossing the lesion. During a scopic control, the radiopaque portion was leaving the coronary artery. The vessel diameter was low, the guide wire could not be retrieved and remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates only a portion of the distal end of the guide wire separated and remained inside of the patient anatomy. An unsuccessful attempt with a lasso was made to try and retrieve the separated portion of the guide wire from the patient anatomy. The target lesion was ultimately treated with an unspecified stent. Although there was a reported clinically significant delay in the procedure, there was no adverse patient sequela. No additional information was provided.